Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon notifies a screw explant due to the stem rupture. The patient hadn't trauma post implant. The surgical procedures has been completed with the explant of the broken screw and substituting it with a new one. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). Visual examination of the returned screw assembly found it was broken in two locations. The tabs of the expedium verse screw head have broken off just proximal to the screw head top notch and the screw component of the assembly was broken about 8mm inferior to the screw head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces which lead to the rupture of the screw stem, and the breakage of the screw head tabs. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.